Event description:
It was reported that a patient underwent a pvc ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there's a persistent magnetic sensor error for ablation. Tried a new ablation cable and new catheter df dual energy smarttouch sf catheter (de stsf) but issue remained. Rebooted the system but still the same. Tried a second catheter but issue remained. Did a system reboot. Tried a third catheter and did a reboot but still the same. He tried with an f curve dual energy catheter and issue remained. He swapped back to the old workstation with version 8.1 and used qdot micro catheter and issue gone. The procedure has been successfully completed. No patient consequences. Thirty minutes or more delay. Additional information was received on 09-jan-2026. The issue occurred during the procedure. The caller was in the procedure at the time of the event. Ultimately swapped to non-ee ws and used qdot which worked without a catheter sensor error. No patient consequence due to the issue. However, time delay in case and loss of previously collected mapping. Mapping of the pvc with optrell and soundstar was completed. The de stsf was opened and connected to carto. The catheter initialized. Carto displayed a sensor error (magnetic) and failed to display the catheter. A brand new cable was opened and connected, same error. A new catheter was opened (same lot number as this was only one available). Same error. The system was rebooted work station (ws), patient interface unit (piu), ciu and trupulse had same error. A new catheter was opened and connected. Same error. System again rebooted. Same error. Another new catheter was opened, an f curve so that a different lot number could be used. Same error. The system was rebooted all again. Same error. Operator not willing to try another brand new cable. Operator requested to switch to a qdot micro catheter. Ws swapped back to non ee ws and ngen. Qdot micro catheter initialized and had no magnetic errors. Catheter initially worked normally including force sensing. Ablation was performed without issues. Late in the case, the force sensing was found to appear inaccurate. The catheter was zeroed again in line with instructions for use (IFU) but the force vector and value again began to act suspiciously. The catheter was removed and found to have blood inside the catheter tip. The physician elected to continue and complete the ablation without force indication. The catheter continued to deliver radio frequency (rf) with no further errors. Additional information was received on 23-jan-2026. The patient was in the room at the time of the delay, 45 minutes. In the physician¿s opinion, the delay did not contribute to a death or serious injury to the patient. No intervention required due to the delay. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-mar-2026 reddish material (presumably blood) and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 03-mar-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-feb-2026. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection found reddish material (presumably blood) and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pebax damage was confirmed. Additionally, this could be related to the force issue reported by the customer; therefore, the force issue was also confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Regarding the force issue reported by the customer, the carto® 3 system instructions for use (IFU) contain the following information: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-mar-2026. Sheath used was the agilis medium curl, 8.5fr sheath. No difficulty experienced while maneuvering the qdot micro catheter nor during the withdrawal. In addition, requested clarification if the qdot micro catheter pebax was physically cracked/broken. Response received was "not obviously". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).